Event description:
On (B)(6) 2017 externalized conductors were noted on the right ventricular lead. The lead was successfully capped and replaced.

Event description:
It was reported that the patient presented in clinic after receiving an alert for high voltage lead impedance via merlin.net. The alert indicated the right ventricular lead's impedance was less than the lower limit. Electrical values for the lead's capture, sensing, and pacing were stable and noise was not present. On (B)(6) 2017 the lead was capped and replaced. The patient was stable throughout and will be monitored.

Manufacturer narrative:
A partial lead with the connector portion measuring 22.9 cm was returned for analysis. External insulation abrasion was noted at 13.1 cm to 13.5 cm from the is-1 connector pin, consistent with lead friction to the device can. The inner coil lumen was found to be abraded in this region. The svc cables etfe coating was intact and the inner coil was not exposed in any abrasion regions. External insulation abrasion were noted at 20.3 cm to 22.6 cm from the is1 connector pin. The rv cable etfe coating was abraded in this region. This is consistent with the observation from the field of low hv lead impedance.